Event description:
Complainant alleged that the "white piece" in the middle of the autopulse® platform that is used to insert a new lifeband is damaged, thus preventing the installation of a new lifeband. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.